Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no significant adverse impact. Technical support decided to wait and observe if the issue persists with the new cartridge installed.